Event description:
The site contacted berlin heart, inc. Clinical affairs on (B)(6) 2022 to report that the laptop associated with ikus driving unit in question froze when the "enter" key was pressed to acknowledge an entry. Incidentally, the site was transitioning a cannula-only implant from a continuous flow device to a berlin heart system. The ikus driving unit had passed the self-test and completed the two-hour warm up period without issues. The site reported that the "enter" key could not be pushed again, and that the laptop screen was multichromatic with multiple screen images superimposed over one another. The site stated the hand pump was utilized to support the patient until the backup ikus driving unit was ready to be used. The patient remained stable throughout the event.

Manufacturer narrative:
We have reviewed the production records of the excor stationary driving unit, s/n (B)(4). Last preventive maintenance on the driver was performed by berlin heart inc service engineers on (B)(6) 2022, according to the manufacturer specifications. Upon receiving the ikus driving unit at berlin heart inc facility, it was thoroughly inspected externally and internally. Upon startup, driving unit passed the self-test without any errors and ikus operated properly. The ikus ran for several hours without any alarms or errors. The laptop operated properly and "enter" key worked and did not stick as the site reported. Driving unit was evaluated in consultation with an engineer from the manufacturer of the ikus driving unit, berlin heart gmbh. After through troubleshooting, it was determined that there may be an issue with the laptop and intermittently not functioning. All connections were checked and confirmed the complaint was limited to a defect on the laptop. Based on investigation finding cause for complaint was defective laptop and the laptop was replaced. After, replacement, the laptop worked as intended and the ikus driving unit completed a 48 hours continuous operation without any errors. Then performed start-up test several times to ensure that laptop is working properly. In case of an issue with a ikus stationary driving unit, or there is no replacement ikus available the customer is instructed per the instructions for use (IFU) to use a manual pump.